Event description:
Pt has experienced capsular contracture and hematoma which required an emergency surgery in 2000. The second set of implants rotated which resulted in explantation. Pt now has a third set of implants that are mfg by another co.